Event description:
It was reported that stent damage and catheter entrapment occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left main trunk. Intravascular ultrasound (ivus) was performed using a non bsc imaging catheter and predilation of the lesion was done using a 3.0mm balloon catheter. A 12 x 3.50 promus premier¿ stent was then advanced and the stent was deployed at 11 atmospheres on the first inflation and at 16 atmospheres on the second inflation. Ivus was again performed however the imaging catheter came in contact with the stent and became stuck. The ivus catheter was pushed and was able to be removed from the patient. Angiography was done and it was noted that the recently implanted 12 x 3.50 promus premier¿ stent was shortened. The physician noted that entrapment of the imaging catheter on the stent contributed to the stent damage. A 3.0mm non-compliant (nc) balloon catheter was advanced and dilated the deformed section of the stent. An additional 3.5x12 non bsc stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).